Manufacturer narrative:
After receiving this compliant, we searched for other complaint and we didn't find other complaint regarding the lot number 9818466. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the vortek dm box features the latex-free logo. Inside the box are 3 dm (the vortek stent, a ptfe guide and a connector) with the latex-free logo for the vortek stent and ptfe guide and with latex for the connector. Lack of concordance between pictograms on the over-packaging packaging (cardboard box) with those on the peel-off paper of the 3 dm in the box. Dm with latex and risk of error on latex-allergic patient.

Manufacturer narrative:
After receiving this compliant, we searched for other complaint and we didn't find other complaint regarding the lot number 9818466. This product is packaged by our hungarian site which was informed about this issue. The investigation made by (B)(6) showed that aca2084002 (does not contain latex) and ak33001002 (contains latex) is two completely different products and it should not have been packed into the same retail box. These are produced on different machines. According to the attached pictures the two affected material is: aca2084002 product was produced on the manual welding and ak33001002 product was produced on multivac3 machine. None of the investigation performed can explain the presence of the latex connector ak33001002 in a vortek single loop set aca2084002 sold without connector (latex or tpe). As no latex connector is present in aca2084002 set, we have the logo latex free on the label. The unexplained presence of the latex connector in the aca2084002 set leads to inaccuracy of the label on the aca2084002. A rmf evaluation was performed based on criq215, risk identfied 11103 (hazardous situation: the patient is allergic to the device material(s)). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the vortek dm box features the latex-free logo. Inside the box are 3 dm (the vortek stent, a ptfe guide and a connector) with the latex-free logo for the vortek stent and ptfe guide and with latex for the connector. Lack of concordance between pictograms on the over-packaging (cardboard box) with those on the peel-off paper of the 3 dm in the box. Dm with latex and risk of error on latex-allergic patient.